Manufacturer narrative:
Evaluation summary: the outer insulation of the lead was extrinsically breached due to a cut, and there was blood on the proximal conductor of the lead and it was not obstructed; full lead returned and analyzed.

Event description:
It was reported that during an initial implant one of the leads had high thresholds and high impedance despite multiple location attempts. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.